Event description:
It was reported that a malfunction occurred on the pump, identified by the code malf 6. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction codes appear again. The caller acknowledged and understood the guidance.